Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator and sheath were fully engaged upon receipt; the dilator was removed to enable visual inspection. No other visual anomalies were noted. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.

Event description:
During a pvi cryo procedure, a sheath puncture occurred. During the procedure, the brk needle was obstructed due to the curve of the sheath, and the sheath has to be forcefully advanced which led to a puncture of the sheath within its curve. The sheath was exchanged and the same issue occurred. However, a third sheath was used to complete the procedure with no consequences to the patient.